Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the indication of the surgical procedure? What was the exact surgical procedure? What was the approximate size of gastro-duodenal artery? What power level was used to take artery or was advanced hemostasis used? Were there any generator alert screens? How long after the procedure was the bleeding identified? How was the bleeding identified? Was the bleeding site in the same area as where the harh was used? Was the gastro-duodenal artery skeletonized or was it taken with surrounding, fatty structures? Was the estimated blood loss? Were blood products administered? What¿s the surgeon¿s typical anti-coagulation therapy? What is the patient's current status? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device was used to perform hemostasis especially on the gastro-duodenal artery during an unknown procedure. Afterwards, there was a serious deterioration of the patient's health. A revision surgery was needed for hemorrhagic shock due to a hemostasis defect on the gastro-duodenal artery. Clips were put in place on the artery and coagulation.